Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the cubie pockets in drawer 5, along with six additional pockets, exhibited memory issues that were out of range. A field service engineer removed the pockets with memory discrepancies and reconfigured them to rectify the problem. Furthermore, the engineer removed all pockets and cleaned the areas beneath them, as well as reseated and inspected all cables. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had experienced mpar memory errors in cubie pockets. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.